Event description:
The aneurysmal sac in the aorta was characterized by a decrease in diameter towards the bifurcation of the iliac ateries. There was a noted bulge in the aorta proximal to the aortic bifurcation. Deployment of the main body graft noted the contralateral limb would not fully open, with the distal portion of the limb facing posterior. Multiple attempts utilizing the "up and over" technique to cannulate the contralateral limb were performed. Subsequently the operator was able to snare the wire through the impinged limb, however, wire access was lost. Another attempt to cannulate the limb by snaring the wire guide resulted in loss of access for the second time. Physician then decided to convert the procedure to an aortouni-iliac configuration. Blood flow into the opposite common iliac artery was sealed off and a fem-fem bypass was performed restoring blood flow to the occluded vessel. At the conclusion of the procedure, final angiogram noted a successful exclusion of the aneurysm.